Manufacturer narrative:
A power cable harness assembly was return for analysis. An investigation was performed, and the product analysis technician reported that no fault was found.

Manufacturer narrative:
B4:03may2021. The service engineer (se) inspected the device. The se replaced battery and power cable harness to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator does not power on with just a battery, only powers on with alternating current (ac). Reportedly, once it is powered on and unplugged from ac, the unit stays powered on. There was no patient involvement. The customer troubleshot with technical support and advised that the pneumatics screen has 0v, 0%, and 0 amps. The customer reported that the battery and manufacture date has all asterisks and that the light emitting diode (led) lights work for only the power button.